Event description:
It was reported that this pacemaker exhibited loss of capture, the patient had intrinsic rhythm so there was no asystole. This device did not pass the auto threshold testing. Data analysis was performed, and boston scientific technical services provided information. The command threshold feature were performed without having the right ventricular auto-threshold capture (rvac) feature activated. The device can perform a commanded auto threshold test with or without pacesafe feature being enabled or not. In this case, it was not enabled, shown by the fact there was no auto or trend in the by settings report. That is the reason there was no backup pacing. The backup pacing will occur surely in an ambulatory auto threshold, as that would mean that the pacesafe feature was activated. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker exhibited loss of capture, the patient had intrinsic rhythm so there was no asystole. This device did not pass the auto threshold testing. Data analysis was performed, and boston scientific technical services provided information. The command threshold feature were performed without having the right ventricular auto-threshold capture (rvac) feature activated. The device can perform a commanded auto threshold test with or without pacesafe feature being enabled or not. In this case, it was not enabled, shown by the fact there was no auto or trend in the by settings report. That is the reason there was no backup pacing. The backup pacing will occur surely in an ambulatory auto threshold, as that would mean that the pacesafe feature was activated. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.